Manufacturer narrative:
The patient data files showed at least nine applications were performed with balloon catheter afpro28 lot# 55001 and four applications with a second balloon catheter afapro28 lot # 55001 and finally ten applications with a third catheter afapro28 lot # 55001 without any system notices on the date of the event. Failure file confirmed multiple system notices (#50005) indicating that the safety system detected fluid in the catheter and stopped the injection after the last application of the second balloon catheter. Visual inspection of balloon catheter showed traces of blood inside the balloons. Smart chip verification indicated the catheter was used for four injections. The guide wire lumen was also curved. The catheter failed the performance test due to system notice #50005 right after connecting to the console. Dissection and pressure tests showed leak at guide wire lumen of the catheter in balloon segment before heat shrink. In conclusion, the balloon catheter failed the returned product inspection due to a guide wire lumen twist and breach. If information is provided in the future, a supplemental report will be issued.

Event description:
The balloon catheter subsequently tested out of specification per the manufacturer's investigation.